Event description:
Review of service data detected a reportable event. During servicing, the front response button of monitor sn (B)(4) was not functioning properly. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the front response button was not functioning properly. The cause for the defective response button was a kink in the response button cable. The root cause of the kinked cable was unable to be positively identified. No adverse event resulted from the damaged response button cable. The last patient to use this monitor did not report any deficiencies.